Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had needle pierced thru the shield. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle pierced through the shield. The returned syringe was examined and exhibited the needle though the shield, exposing the cannula. Sample will be forwarded to manufacturing (holdrege) on 27jul2018 for further review. On 01aug2018, holdrege received one (1) loose 0.5ml, 12.7mm syringe from an unreported batch number. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the shield was removed and noted no additional damage, other than that of the expected piercing through the shield wall. This supports that the cannula was pushed through the shield, likely during initial shielding on the needle lines, however, other root causes may still exist. Due to no batch information being reported with this customer complaint, a DHR (device history record) review is unable to be performed at this time. Without batch information, corroboration as to which production equipment was utilized in the manufacturing of the device is unable to be addressed. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had needle pierced thru the shield. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that the bd ultra-fine insulin syringe had needle pierced thru the shield. There was no report of exposure, serious injury or medical intervention.